Manufacturer narrative:
In this follow-up report, the following information is different from the initial report as the device evaluation was completed: b5: describe event or problem - additional information. G7: type of report - follow-up. H2: additional information and device evaluation. H3: device evaluated by manufacturer - yes. H6: event problem and evaluation codes- result code. H6: event problem and evaluation codes- conclusion code.

Event description:
The blood glucose meter and controls were returned by the customer for evaluation. The glucose strips were not returned for evaluation. The final investigation revealed that all the testing (with returned meter, control solution and retention product) fell within the specifications. The batch records were reviewed, and no abnormal issue was observed in manufacturing process, technical testing and quality control inspection. The manufacturing process complied with the dmr. The control solution and blood glucose level test results complied with the criteria of the product and no abnormal issue was observed. The reported bgm values were also verified via meter's memory results and the reported bgm reading of 76 mdl/dl could not be verified. The reported issue of inaccurate readings could not be confirmed, and no root cause was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on 11/19/19 that on (B)(6) 2019 at around 2:00 am the customer was feeling dizzy and throwing up. Reportedly, she checked her blood sugar and received a reading of 76. She ate something and drank orange juice. She tested herself every hour and the highest it got was 87. She continued to feel dizzy and throwing up so she called her daughter. They called an ambulance at 8:00 am and she arrived at the hospital around 5 minutes later. The hospital took a reading with their meter and got a reading of 210. She is unsure of the type of meter the hospital used. She took a reading with her on call express meter at the same time and received a reading of 292. She did not receive any type of treatment at the hospital. She was kept under monitoring and then sent home. When she got home she took two glucose readings, 277 and then 310. As reported by the customer, she went over proper testing. She washes her hands and tests the second drop of blood. Reportedly, the test strips were opened 10 days ago and are not expired. She mentioned that she ran all three controls and they were all within range. She tests four times a day and takes insulin (levemir) & metformin. She does not trust her meter. The product was returned for evaluation and is under investigation. Should new relevant information become available, a supplemental report will be submitted.